Event description:
The connector on the arterial port of an ash double lumen began to leak around the sealant which will require the catheter to be removed and a new catheter placed. The catheter had been in place for one year and was used to hemodialysis.